Event description:
The patient stated, that her infusion device started beeping with four dashes displayed across the device screen. The patient removed and then reinserted the power pack, but the infusion device continued to beep and display the four dashes. The patient was at work and did not have any additional new power packs to insert into her device. After an extended period of time, the patient was able to reinsert the original power pack with no beeps or the four dashes displaying on the screen. The patient was aware of the power pack recall. She was advised that once she gets home to insert a new power pack. The patient was going to use an alternative method to get insulin while at work. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.